Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer failed. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer failed. A field service engineer (fse) found that the full-height cubie drawer 2 in the auxiliary cabinet was not recognized on the bus and there was no illumination on the pyxis module controller board. The fse replaced the retractor band, but the lights did not restore, and the module control board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.